Event description:
Pt with hx of metastatic colon cancer receiving chemotherapy (oxaliplatin) via bardport catheter in left ant chest. When infusion was almost complete, pt complained of pain. Venocavagram revealed catheter had separated from port hub and migrated. Surgical intervention was required to remove and replace the catheter. Pt remained in hospital overnight and was discharged home.